Manufacturer narrative:
The device remains in use and was not available for evaluation. Approximately 20 inches of the external portion/distal end of the driveline was returned. The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. Rescue tape was observed 2 inches through 4 inches from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Upon removal of the rescue tape, damage to the silicone jacket was observed approximately 3 inches from the metal connector. Shield breakdown was observed 3 inches from the metal connector. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 years. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. On 09mar2018, it was reported that pump stoppages had occurred. There was no reported trauma to the percutaneous lead (driveline) and the patient had not gained or lost a significant amount of weight. There were some suspect areas of the driveline identified in the x-rays. A percutaneous lead (driveline) replacement was completed on (B)(6) 2018 and a portion of the percutaneous lead has been returned for analysis. No further information was provided at the time of this report.